Event description:
Related manufacturer reference number: 2017865-2022-17226. It was reported that the patient presented to the clinic for a scheduled follow up. Upon reviewing the stored logs, it was discovered that the right ventricular (rv) lead was oversensing noise. During a scheduled pacemaker changeout, the rv lead was tested and results showed that there were no electrical disturbances and all lead testing was within normal limits. The physician decided to keep the rv lead on the new pacemaker. The rv lead remains implanted and the pacemaker was explanted. The patient was in stable condition throughout.